Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir lip ring broke off. Customer's blood glucose value was unknown. Offered customer to troubleshot the issues and confirmed reservoir was able to lock in insulin pump. Customer declined both offers. The device will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip. (B)(4).